Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). No evaluation has been conducted as there is no allegation of deficiency against a medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure performed on (B)(6) 2018, the patient was reported to have experienced l scalp neuralgia. It was noted that the issue was a scalp nerve injury resulting in neuralgic pain. It was reported that there was no diagnostic testing performed nor any additional action taken. The issue was then reported to be in relation to the procedure and not the medtronic ablation system. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, at a six month follow-up, the neuralgia had improved but not fully resolved.